Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages after filling the cartridge with 150 units of insulin. Reportedly, the customer's blood glucose level was 200 mg/dl. During the call with tandem technical support, the customer was able to load a new cartridge successfully and resume insulin delivery.